Event description:
It was reported that the patient experienced sudden onset of sustained monomorphic ventricular tachycardia (vt) in their ventricular fibrillation (vf) zone with syncope while swimming and antitachycardia pacing (atp) therapy was delivered from the cardiac resynchronization therapy defibrillator (crt-d). While the crt-d was charging following the delivery of atp, the vt occurred again with an unsuccessful first shock. Thereafter, following the reinitiation of the vt, an inappropriate second shock was delivered and there was spontaneous reversion to a bi-ventricular paced rhythm. The crt-d vt zones were reprogrammed and the patient was discharged from the hospital. The crt-d remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.